Event description:
It was reported that another manufacturer¿s stent graft system was previously implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately 5 years post-implant, the stent graft had migrated into the aneurysm sac, resulting in a large proximal type I endoleak. Three endurant ii 363670 cuffs were implanted up to the renal arteries to resolve the endoleak. During the procedure, possibly when ballooning or during placement of the cuffs, a piece of calcium became dislodged and partially occluded the right renal artery. The physician attempted to get a wire into the occluded renal artery but was unsuccessful. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel occlusion); patient¿s condition affected effectiveness of device (calcified artery). Conclusions: known inherent risk of a procedure (vessel occlusion); no device failure (procedure/anatomy related; partial renal artery occlusion due to dislodgement of calcium during implant).